Event description:
Spontaneous communication from patient, stated that freedom pump has a clicking noise when infusing for entire length of infusion. Patient reported no change in length of infusion and everything else seems normal. No impact on hizentra therapy. Unknown if the affected product is available to return. Pump has been replaced and patient was able to complete infusion with no need for a backup device. Device product lot number/expiration date and serial number/expiration date is unknown. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/ caregiver.